Event description:
I had left eye cataract surgery on (B)(6) 2022 and right eye on (B)(6) 2022. The clareon panoptix toric uv iol was implanted in the left eye and the clareon panoptic uv iol in the right eye. Since the iol implants the side effects are horrendous. During the day I see starbursts with several concentric rings around each bright light and medium brightness lights, such as car headlights and when a light, such as the sun or flashlight hits metal. Also christmas tree lights and christmas light house decorations. At night it is worse. The starbursts with several concentric rings, glare and haze with each car headlights coming towards me. The starbursts and bright glare spreads across most of the street lanes and makes it impossible to drive. I have lost my independence with driving from dusk into the night. I have seem my surgical ophthalmologist several times and have complained about the severe side effects from these iols. I have contacted alcon and spoke with a product specialist. I was told that not everyone neuro adapts, I chose the iols and nothing they can be done. If I decide to have them replaced, there is a specialist in (B)(6) that removes and replaces iols. Also if the iols are removed, without being cut, the doctor can return to alcon and they will inspect them to see if they are defective, otherwise nothing they will do. I have 2 complaint cases with alcon; #(B)(4) & #(B)(4). If you look at their website all there is-is positive reviews and no reviews from people who are experiencing severe side effects. Again I have lost my independence to drive from dusk into the night. Thank you, (B)(6). The iols are still in my eyes at this time.